Event description:
It was reported that during a coronary stent procedure of the lad, there was a perforation with another MFR's cutting balloon. The pt went to surgery where it was noted that the nir elite was sticking out of the artery. Pt status is listed as "okay".

Event description:
It was further reported that the physician does not believe the need for surgery was related to this manufacturer's device.